Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation in their ribs. As a result the patient no longer uses their scs system. Surgical intervention may be pending.